Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 59 mg/dl. Customer was treated with unspecified intravenous fluids and nausea medication to address bg. Customer was released from the ER in stable condition and no permanent damage.